Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the omentum was reduced and a ventralex mesh was placed into the abdomen and tacked using sutures.¿ (B)(6) 2008 - patient was diagnosed with abdominal pain. (B)(6) 2010 - patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent open repair with the explant of ventralex mesh. Per operative notes, ¿a palpable mass of previously placed mesh, some herniated omentum underneath was dissected. The mesh was resected and the defect in the abdominal wall was primarily closed with sutures.¿ attorney alleges that the patient had pain, mesh migration, mesh shrinkage, hernia recurrence and emotional injuries. It is also alleged that the omentum was herniated underneath the mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, inflammation, fibrosis, abdominal pain and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, fistula, inflammation and pain as possible complications. Note, the manufacturing date (15-jul-2007) is considered to be a best estimate. Updated fields: a2, a4, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e1 (complainant name), e3, g1, g3, g4 (510k no) g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.